Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a wire sticking out of the sheathing of the flexible drive cable on the sternal saw. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.